Event description:
The customer called to report that two healthcare workers (hcws) had h2o2 contact while removing the load from the sterrad 100s after a completed cycle. The hcw had contact on the right thumb and had white skin discoloration that was reported to be a little painful. The h2o2 contact symptoms resolved in one day. The hcw was not wearing ppe. No medical intervention was sought. The affected area was washed with running water. This is a report for hcw two of two.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis and the system hazard and user misuse analysis. The DHR (device history review) for sterrad 100s system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the sterrad 100s was considered a low trend. The hhe (health hazard analysis) relating to exposure to h2o2 contact is considered none/ negligible. The severity of an injury is considered limited (transient, self-limiting illness or minor injury). The shuma (system hazard and user misuse analysis) is reported to be a category 1 or "broadly acceptable risk". The sterrad 100s was inspected following the incident with no abnormalities found. There were no parts replaced or repaired for this complaint. H2o2 typically condenses on a customer load when the load either contains or has moisture on its surface when it is processed in the sterilizer. Apparently, the load was not properly dried, causing the h2o2 condensate to appear as moisture on the processed load. The user's manual for the sterrad 100s system warns, "warning! Possible residual hydrogen peroxide contact! Failure to ensure that instruments are completely dry before they are processed in the sterrad sterilizer may result in residual hydrogen peroxide being present on the outer surface of the load. This may cause contact burns when the surface of the load is handled."

Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers:2084725-2010-00125 and 2084725-2010-00126.